Event description:
Additional information: it was reported that the catheter was implanted backwards into the spine and the end of the catheter coming from the anchor to the pump was never connected and was of a different size than the catheter implanted at the spine location. Per the reporter, due to this all of the medication went to the tissue causing "fentanyl over dosage after each refill and that it almost killed him."

Event description:
Correction: the patient stated that they had to remove the catheter because it was 'floating up and down inside of his spine and causing all kinds of damage.' The patient stated that one physician said they 'took all of it out;' that another said they 'took part of it out;' but the patient stated they did not take any of it out. The patient further noted that he was in possession of the catheter. An x-ray showed that the catheter was 'an inch long' though other x-rays showed 'differently.' The patient stated that the catheter was 'almost a foot long' at 11 and 7/8 inches. The patient stated that they left the catheter in, even though it was put in 'upside down.' It was further noted that 'the catheter never worked.' The patient stated 'the catheters were different sizes,' and the kit used with the pump was not compatible with the pump. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received. Please see manufacturing report # 2182207200806205. Eight inches of the patient's catheter were not explanted when removing their system in (B)(6) 2008.

Event description:
The patient reported that his pump had malfunctioned four years ago. This pump was implanted in (B)(6) 2008 and explanted 3 months later in (B)(6) 2009. It was unclear in what way the pump had malfunctioned. No additional information was available at the time of this submission. A follow-up report will be submitted if further information becomes available.

Event description:
It was reported that the pt had an infection. It was also noted that the pump was "no hooked up correctly", and the catheter was spliced incorrectly. The pump was removed. The pump contained saline; it was never filled with medication. No symptoms or outcome was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) "catheters were different sizes" and "the kit used with the pump was not compatible with the pump."

Manufacturer narrative:
The previously reported explant date has been updated to (B)(6) 2009, per additional information and the manufacturer's device registry. Product ID 8840, serial# unknown, product type programmer, physician; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type catheter; product ID 8590-1, lot# n155938, implanted: (B)(6) 2008, explanted: (B)(6) 2009, product type accessory. (B)(4).